Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. There was no capas identified as associated with this lot number and no non-conformities related to the reported failure. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend.

Event description:
According to the available information, when placing the static side of an altis device, there was a loud pop and the static anchor broke off. The anchor remains in the patient and another altis was successfully implanted.

Event description:
According to the available information, when placing the static side of an altis device, there was a loud pop and the static anchor broke off. The anchor remains in the patient and another altis was successfully implanted.

Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and not returned. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. No abnormalities were noted with the introducers. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. There was no capas identified as associated with this lot number. Nc-002922 was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend.